Manufacturer narrative:
Please note that the phone number for the initial reporter is: (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 155 cm. Saber 2 mm. X 4 cm. Balloon catheter (bc) ruptured at nominal pressure during the initial inflation. Contrast leakage was confirmed under fluoroscopy. The product was successfully removed from the patient. Another same size non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was a dialysis shunt. The lesion was reported to be: a 99% stenosis, moderately calcified and tortuous. An unknown 4 fr. Short sheath was inserted and an unknown guidewire was used to access the target lesion. Additional information received indicated that there was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. The following information was unknown: what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; at how many atmospheres did the balloon burst occur; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon catheter kink while being used; was the balloon catheter removed easily from the patient, vessel, etc.; and if the balloon catheter did not remove easily, how was it removed. No additional information is available.

Manufacturer narrative:
The 155 cm. Saber 2 mm. X 4 cm. Balloon catheter (bc) ruptured at nominal pressure during the initial inflation. Contrast leakage was confirmed under fluoroscopy. The product was successfully removed from the patient. Another same size non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion was a dialysis shunt. The lesion was reported to be: a 99% stenosis, moderately calcified and tortuous. An unknown 4 fr. Short sheath was inserted and an unknown guidewire was used to access the target lesion. Additional information received indicated that there was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. The following information was unknown: what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; at how many atmospheres did the balloon burst occur; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon catheter kink while being used; was the balloon catheter removed easily from the patient, vessel, etc.; and if the balloon catheter did not remove easily, how was it removed. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17278896 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and tortuosity and a rate of stenosis of 99% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.